Manufacturer narrative:
Based on the information available to the manufacturer, a correlation between the device and the reported ischemic stroke with hemorrhagic conversion and driveline infection could not be determined. Driveline infection, stroke, bleeding, and death are listed in the device¿s instructions for use (IFU) as potential adverse events that may be associated with the use of the left ventricular assist system. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The pump will not be returning to the manufacturer for evaluation, as it was not explanted and an autopsy was not performed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported by the vad coordinator that the patient had multiple ischemic strokes that eventually led to a hemorrhagic stroke. The patient expired on (B)(6) 2014.

Event description:
Additional information: the patient had a chromic driveline infection with serratia, which became resistant to oral agents and the patient had to be desensitized to cefepime for treatment. After he presented on (B)(6) 2014 with an acute ischemic stroke his anticoagulation goal (inr) was increased to 2-3. He then returned on (B)(6) 2014 with a complaint of a headache and was found to have hemorrhagic conversion of his ischemic stroke with a midline shift. Neurosurgery was consulted and his anticoagulation was stopped. There were no recommendations for surgical intervention. The patient acutely decompensated on (B)(6) 2014, was resuscitated for 20 minutes, and intubated after which he had no further evidence of brain stem function on clinical exam and had no spontaneous breathing. Repeat head CT scans showed progressively worsening findings. The patient expired on (B)(6) 2014.